Manufacturer narrative:
Continuation of concomitant products: product ID: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of discomfort, an intermittent ¿shocking¿ felling down the left arm. A device check indicated that the right ventricular (rv) lead had triggered a lead warning several months ago for chronically low impedance and now the impedance measurement had dropped even lower. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed unipolar and the symptoms continued to worsen. Subsequently, the lead was replaced but the patient continued to have similar symptoms. It was determined that the symptoms were not related to the right ventricular (rv) lead.